Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the user facility's biomedical engineer had used latch parts from an older unit and repaired the latch before the fsr tested the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) completed all release testing on the unit. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the plastic clip on the manual centrifugal drive unit broke off. There was no patient involvement.